Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported low battery and then turned off, which was confirmed during evaluation. A review of the event history log identified improper shutdown messages. The cause was determined to be a failing alternating current (ac) power cord will not properly deliver charge to the pump battery, causing battery depletion to the point where pump turns off without user input. The ac power cord was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low battery and then turned off. The problem was found in the maternity area. There was no patient involvement. No additional information is available.